Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. However, for clarification, the instrument's grip cable was found to be broken at the distal idler pulley with a cable segment sticking out at the instrument¿s wrist. The distal idler pulley spun freely and did not exhibit any damage. Failure analysis investigations also found that the instrument's main tube had light scratch marks and deep gouges in the same area, indicating that the instrument made intra-operative contact with another instrument. The gouges are located on the same side of the broken grip cable and the breakage was on the close-grip cable, which is on the outer-most portion of the distal clevis and can be prone to damage. It was concluded that the grip cable likely broke due to mishandling/misuse during intra-operative use. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the patient sustained a bowel injury and is believed to possibly be related to the prograsp forceps instrument. While isi's investigation confirmed that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the device, the root cause of the injury reported is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip of the prograsp forceps instrument broke. There was no report that any fragment(s) from the instrument fell into the patient; however, the patient sustained a bowel injury and it is the surgeon's belief that the injury may possibly be related to the prograsp forceps instrument. No other information was provided.